Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Two valiant thoracic stent graft systems were implanted in the patient for the endovascular treatment of an intramural hematoma with dissection and penetrating atherosclerotic ulcer . A 24 fr sentrant sheath was used as an accessory device after the second stent graft had been delivered successfully ((B)(4)), the physician attempted to remove the delivery system out of the 24 fr sentrant sheath. The physician reported that while removing the delivery system from the sheath the physician met resistance, it was noted by the rep that ¿the physician was pulling on the graft cover instead of the grey handle to extract the system from the sheath¿. Once the physician removed the delivery system from the sheath he noticed that the tip of the graft cover was moved over and caught on the side of the spindle that houses the free flow stents. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: review of a pre-implant 3d-CT film report of the thoracic aorta confirmed that the patient had an intramural hematoma that measured 53mm maximum diameter. The thoracic diameter just caudal to the lsa measured 34mm, and 29mm distal to the lsa the proximal tear and penetrating ulcer was observed and the imh diameter measured 38mm in diameter. The distal tear and 2nd pau was located 132mm from the lsa, and the imh diameter (maximum) measured 53mm in diameter. Within the descending thoracic, which was essentially straight, the imh diameter ranged from 37 ¿ 32 ¿ 33 ¿ 32mm along the 175mm length to the celiac artery. No thrombus/calcification was noted at either the proximal or distal implant sites. The exact cause of the reported delivery system removal difficulties could not be determined from the pre-implant films provided. Images during implant and delivery system removal were not provided, and the reported event could not be assessed. Analysis of the returned films did not reveal any anatomical characteristics that could explain the reported event. This appeared most likely to be a user related issue; pulling on the graft cover instead of the grey handle to extract the system from the sheath. If information is provided in the future, a supplemental report will be issued.